Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2018. Product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with two implanted neurostimulators (inss) for gastrointestinal/pelvic floor therapy. The hcp reported that they did an ablation procedure a few weeks ago and did not turn the inss off for the procedure. They got an artifact on the ablation machine. The patient was back in the office on the day of the call, for another ablation procedure. They checked the inss with the patient programmer and both displayed a power-on-reset (por) error. It was reviewed that the patient would need to follow up with their managing healthcare professional for reprogramming. No patient symptoms were reported.